Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
It was reported that the ra lead dislodged the same day of implantation. This lead was successfully repositioned. Should additional information be received, this file will be updated.